Manufacturer narrative:
The t:slim cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of over 700 mg/dl and diabetic ketoacidosis (dka). Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized on 7/06/2018. The customer was treated with insulin via intravenous drip and released on 7/09/2018 with no permanent damage and the issue resolved. Contact reported that the diagnosis was acute kidney failure, dka, hyperglycemia, and hyperkalemia. System check was performed with tandem technical support and verified that the pump time and date was inaccurate by 3 hours and 1 day; cause of inaccurate time/date was unknown. Reportedly, the basal rate settings for when the customer slept was much lower than for when the customer was awake. Customer successfully adjusted to the accurate time and date. Additionally, the customer used the same cartridge and infusion set for 5 days. At the time of the report, the customer resumed insulin delivery.